Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
The customer reported required medical intervention by paramedics due to low blood glucose. The customer stated that he also experienced high blood glucose due to not having long-acting insulin. The customer stated that he experienced an insulin pump malfunction that delivered a bolus which he claimed he had not programmed. He stated that the insulin pump showed a square bolus programmed when his blood glucose was 99 mg/dl. He stated that he had taken a total of 9 units of insulin within 3 to 4 hours. He stated that he kept drinking juice and sugar for hours, but nothing worked. When paramedics arrived, the customer's blood glucose was 40 mg/dl. His blood glucose at the time of the call was 67 mg/dl. He stated that he felt unsafe using the insulin pump and declined to troubleshoot the device. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The unit was received with a minor scratched display window, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip. Results are pending for the delivery volume accuracy test.